Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Destructive analysis could not be performed due to legal restrictions. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and undersensing r-waves. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead was exhibiting high thresholds and undersensing p-waves. Insulation damage was observed when the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.